Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an angiography procedure, a balloon burst occurred. Access was obtained via left femoral artery. The stenosed target lesion was located in a severely calcified right iliac artery. Laser atherectomy was performed. Two epic stents were implanted at an unspecified time during the procedure. A 7.0 x 120, 135cm mustang balloon dilatation catheter was used for post dilatation. The balloon was dilated at least twice at rated burst pressure of 18 atmospheres. After the procedure, when they pulled out the balloon from the sheath, they noticed that the balloon had ruptured an the mid part of the balloon was detached from the catheter. The balloon was intact when it was retrieved. The procedure was completed with this device. No patient complications reported and the patient's status was ok.

Event description:
It was reported that during an angiography procedure, a balloon burst occurred. Access was obtained via left femoral artery. The stenosed target lesion was located in a severely calcified right iliac artery. Laser atherectomy was performed. 2 epic stents were implanted at an unspecified time during the procedure. A 7.0 x 120, 135cm mustang balloon dilatation catheter was used for post dilatation. The balloon was dilated at least twice at rated burst pressure of 18 atmospheres. After the procedure, when they pulled out the balloon from the sheath, they noticed that the balloon had ruptured an the mid part of the balloon was detached from the catheter. The balloon was intact when it was retrieved. The procedure was completed with this device. No patient complications reported and the patient's status was ok.

Manufacturer narrative:
Device evaluated by MFR.: returned device was consisted of a mustang balloon dilatation catheter with no other devices. A visual examination of the balloon material identified a longitudinal tear in the balloon. The tear stretched across the main body of the balloon and measured 11.2cm in length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).